Manufacturer narrative:
Without return of a physical device, the reported failure could not be investigated or confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be investigated and the cause could not be determined. The review of the lhr (lot f1027101) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2011. A 5f procedural sheath was used to obtain access into the common femoral artery (cfa). There were no anticoagulants on board. A pre-procedural femoral angiogram was taken but showed no presence of calcium or pvd. Following the procedure, the mynx device was chosen for closure of the femoral artery. The device was prepped and deployed by a radiology technologist (rt) who is a trained user of the mynx. There was no information provided regarding the steps performed in the deployment of the device. Reportedly, when the rt attempted to deflate the balloon to pull it out, it was noted that the balloon would not deflate. Another cath lab personnel (rcis) came in and used a 21-gauge micro puncture needle to deflate the balloon. The entire device was removed safely from the patient's anatomy. Hemostasis was successfully achieved with manual compression. The patient was sent to recovery without further complication and was ambulated and discharged to home with no further clinical sequela.